Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium transfer set leaked from an unspecified location. This was noticed during use of the device for peritoneal dialysis therapy. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection performed with the naked eye, noted a hole in the silicone tubing. Functional testing including clear passage. And clamp function testing were performed with no issues noted. Leak testing revealed, a leak from the hole in the silicone tubing. The reported condition was verified. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.